Manufacturer narrative:
(B)(4). Customer reported pressure ulcers caused during surgery with getinge - maquet product. Pressure ulcers can be caused due to different influences (patient age, condition of the skin, duration of the operation, unfavorable positioning of the patient, etc.). It was reported by the customer that this is the only case in the clinic. After this case a getinge - maquet representative visited the customer and joined a procedure. No complication reported and no pressure ulcers were visible after the case. Therefore we assume that in this case several unfavorable factors came together and thus led to the described injury. Since an injury was reported to getinge - maquet we decided to report this case to the competent authorities. Getinge - maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported pressure ulcers caused during surgery with getinge - maquet product. (B)(4).

Event description:
Manufacturer reference # (B)(4). This #1 follow-up serves to notify you that this medwatch report is being cancelled due to the fact it was mistakenly entered under the incorrect business unit in trackwise. Mfg report # 8010652-2018-00006- tw # (B)(4) replaces this cancelled record.

Manufacturer narrative:
This serves to notify you that this medwatch report is being cancelled due to the fact it was mistakenly entered under the incorrect business unit in trackwise. Mfg report # 8010652-2018-00006- tw # (B)(4) replaces this cancelled record.